Manufacturer narrative:
A device has been received and an evaluation is in progress. A follow-up report will be submitted when the evaluation is completed.

Event description:
A patient experienced a completed disconnection between line and clamp of the transfer set (pd bag side) which had been installed in 2004. The next day, during the draining phase, the nurse took the line in her hand to check the drainage flow and then the disconnection occurred. The nurse immediately put a clamp on the line and changed the transfer set. There were no injury or clinical consequences involved with this event.